Event description:
The report stated that they are getting a green light indicating a good patient contact when return patient electrode is not on the patient.

Manufacturer narrative:
Date of initial report: 10/05/2007. A follow up report will be sent when the evaluation is completed.